Event description:
A caller reported issues with blood glucose settings, indicating that the displayed level was "low," although the specific value was unknown. The customer consumed carbohydrates to address the low glucose. Customer updated their pump settings to address the event.